Manufacturer narrative:
Investigation summary: a complaint of tubing coming apart was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013364t lot number 22089304 was performed. The search showed that a total of 15,803 units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set tubing separated from the chamber and leaked fluorouracil during use. The following information was provided by the initial reporter: "the same incident happened again today, we were hanging a chemo called fluorouracil and the chamber came apart from the tubing and wasted the drug."